Event description:
At least 3 picu patients in the last 4-5 months have had problems with these catheters. It was noted that the arrow line catheters cracked near the hub resulting in large amounts of blood loss.